Event description:
Screw was inserted in sacroilac joint on (B)(6) 2012. On review, screw was too long and were revised. Screw was removed and replaced with a shorter screw.

Manufacturer narrative:
Device was discarded by the hospital. If additional information is received it will be submitted on a supplemental report.